Event description:
Facility reported that the brakes were not holding on this bed when the pedal is set. No injury reported.

Manufacturer narrative:
Tech troubleshot the problem and found that the brakes were not holding because they needed to be adjusted. The pedal successfully set but the brakes did not hold. Adjusted the brakes to resolve this issue.